Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary left l5-s1 spinal root decompression. On date unk (post-op) the pt presented with continued bilateral hip pain. The investigator noted the event as mild in intensity. Physician referred the pt to an orthopedic surgeon for treatment of the condition. It is unknown if the condition resolved, as the pt was reported lost to f/u, no further data available. The pt was last seen in 8/00. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted intercurrent illness as a possible cause for the event.